Manufacturer narrative:
Additional information: b5, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an orthopedic surgical procedure, the needle detached from the swage point while suturing, resulting in the needle falling into the patient's cavity. The surgeon immediately retrieved the needle from the cavity. The suture was reportedto be continuously breaking, and multiple devices from the same lot were involved in the event. The procedure was extended by 15 minutes due to these issues. The suture was replaced with another manufacturer's product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. One hundred eighty that were representative of the complaint lot device were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the needle detached from the swage point while suturing, resulting in the needle falling into the patient's cavity. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an orthopedic surgical procedure, the needle detached from the swage point while suturing, resulting in the needle falling into the patient's cavity. The surgeon immediately retrieved the needle from the cavity. The suture was reported to be continuously breaking, and multiple devices from the same lot were involved in the event. The procedure was extended by 15 minutes due to these issues. The suture was replaced with another manufacturer's product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: cl-936, cl-936 polysorb* 1 vio 90cm gs12 x36 (lot#:a5c1940y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the needle detached from the swage point while suturing, resulting in the needle falling into the patient cavity. The surgeon immediately retrieved the needle from the cavity. The suture was reported to be continuously breaking, and multiple devices from the same lot were involved in the event. The procedure was extended by 15 minutes due to these issues. The suture was replaced with another manufacturer's product. No patient complications have been reported as a result of this event.